Event description:
It was reported by service report that the right toprail is broken with sharp edges exposed and the siderail would not latch upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
After evaluation unit was red tagged and waiting for repair. Since then, the unit has come up missing and has not been repaired. If additional info is received, a follow-up report may be submitted.